Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received; what color cartridges were being used? 2 ecr60d were used. Was the device difficult to remove after the device stopped on the second stroke first firing? No. If so please how the device was removed? Was buttressing material used? No. Was he device difficult to close on the tissue? No. What type of tissue was the device being fired on? The device was fired on lung. The analysis found that one ec60 device was returned in good visual condition and with an ecr60d cartridge reload present. The reload was received with the right side partially fired 1/3, left side outer row partially fired 1/3, inner rows partially fired 1/6. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the first firing. Changed another reload but could not fire at the first stroke. Changed to a new device and reload to complete the procedure. No adverse event on the patient.